Event description:
Reportedly, there are only 7 channels active. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received, the recipient had no longer hearing benefit with the device due to a partial migration of the active electrode out of the cochlea, as suggested by post-operative diagnostic imaging. Further a complete insertion was not achieved at implantation surgery with one channel remaining extra-cochlear. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, there are only 7 channels active. Re-implantation is scheduled.